Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed because product analysis has been completed.

Event description:
It was reported that the patient with this pacemaker system has three to four raised nodules along their clavicle that were infected. During the initial implant of this pacemaker, the physician had to tunnel through the patient's tissue to implant the new system. It is believed that this may have been the cause of the nodules. Additionally, there was low pace impedance noted on the right atrial (ra) lead. The pace impedance was low but still within the normal range. Subsequently, this product was explanted due to the infection. No additional adverse patient effects were reported.